Event description:
The patient received inappropriate therapy due to oversensing. Poor sensing was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete evaluation cannot be performed.